Event description:
The technician alleged that the mattress zipper had come off track and the inside foam is stained. No pt impact.

Manufacturer narrative:
The technician replaced with a mattress revitalization kit to resolve the issue.